Event description:
Reporter alleged lancet needle that is a part of the multiclix lancing system used in finger-stick blood glucose testing would not retract after firing. Reporter stated, the lancet plunger would jam intermittently after firing and the needle would remain protruding outside the dial cap. No actions were taken or treatment reported received. A request was made for the return of the suspect device and replacement product was sent.